Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore; root cause has not determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that when the laptop 1200 ventilator would not charge, shut off on a patient and would not stop alarming. The vent was removed from the patient. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm and duplicate the issue. The inspection of an event trace revealed several """"ln vent1"""" alert entries caused by bat mpt1 conditions. The vent ran briefly before issuing an ln vent1 after detecting ext lst1 and bat low1 before bat mpt1. Even after charging for the entire night, the vent fails the battery duration test. The charge status led turned from solid amber to (flashing) amber after installing a good known internal battery. The vent charged as intended, and the battery voltage (bv) was 13.76v. Replace internal battery to resolve the issue and process vent thru service for a complete calibration checkout to meet all factory specification and standard. The failure was isolated to a defective battery assembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.